Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was initially stated by the customer the headlight was making a noise. Getinge service technician arrived on site and noticed a bushing and bearing on the end of the spring arm, making noise and dropping material when rotating. We decided to report the issue in abundance of caution as any metal particles falling off into sterile field or during procedure may cause contamination and consequently lead to potential serious injury. According to the information provided by getinge technician, the bearing and bushing were replaced, tests were performed, unit is now functioning as intended and is ready for use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since needle bearings were all dried resulting in creased almost all it's periphery and missing metal particles which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issue we were able to establish that the received incidents are occurring at a very low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to the analysis performed by the subject matter expert, the damaged shaft is probably due to a lack of lubricant and needle bearings must not be used in such a condition. In the user manual (powerled user manual 01581en08, page 39), maquet sas requests to the final customer, to check the snap rings on all the light heads and to remove the light and lubricate the sleeves every year by a certified technician. It will protect the bearings and shaft from being used in inappropriate conditions and damaged. According to the information provided by getinge technician, the affected device is not under service agreement. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the bushing and bearing of the spring arm were dropping material when rotating. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.